Manufacturer narrative:
G2: added "distributor/importer" as a selection.

Manufacturer narrative:
The device was not returned for analysis. The lot history record revealed no associated manufacturing nonconformities issued to the reported lot. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8.5f sheath hole prior to a cardiac ablation interventional procedure using a prostyle device. Reportedly, a cuff miss [suture retrieval issue] occurred. A new prostyle device was successfully pre-placed and the cardiac ablation procedure was completed using the same 8.5f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.